Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from tilting and perforation of the filter and failed removal attempt. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the patient had a history of deep vein thrombosis (dvt). The filter was implanted due to pelvic fracture and recent subdural hematoma following a motor vehicle accident (mva) who was found to have a left femoral thrombus. The ivc filter was deployed between l2 and l3. The patient tolerated the procedure well. A month and 12 days post implantation, the patient underwent surgery for filter removal. An end snare triple loop snare was placed and attempted to engage the ivc filter without success. The filter was felt to be significantly tilted which prevented capture. Multiple attempts to engage the filter were made but without success. A venogram was performed which appeared consistent with potential thrombus at the top of the filter. Decision was made to perform thrombolysis and so via the left groin mechanical thrombectomy then performed. Completion venogram was then performed which did not reveal any significant thrombus. Of note the patient received 3,000 units of heparin during the case. There was thrombus that was noted to be formed within the catheters and wires that were indwelling. A final attempt was made to engage the hook via the right side with the end-snare triple loop snare without success. Decision was made at this time to leave the filter in place as it was felt that indwelling thrombus may very well have formed during increased manipulation of the filter. The venogram findings indicated that there appeared to be a small filling defect within the ivc filter on initial inferior vena cava venogram which did not encompass the cephalad aspects of the filter. The filter as noted appeared tilted so that the hook was up against the anterior wall of the ivc. Following mechanical thrombectomy and thrombolysis, brisk flow was noted through the ivc and through the inferior vena caval filter. There was no evidence of extravasation. The patient tolerated the procedure well. Impression: indwelling ivc filter which was unable to be removed as noted above. There were findings potentially consistent with thrombus within the filter without any residual following thrombolysis and mechanical thrombectomy. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately one-month post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilting of filter in vena cava and device unable to be retrieved, and one unsuccessful percutaneous removal attempt approximately a month and twelve days post implantation. The patient further reports filter struts perforating into the abdominal aorta and small bowel. The filter is unable to be removed.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of the optease inferior vena cava (ivc) filter. Per the medical records, history includes deep vein thrombosis (dvt). The filter was implanted after pelvic fracture and recent subdural hematoma from a motor vehicle accident (mva). Left femoral thrombus was identified. The ivc filter was deployed between l2 and l3. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from tilting and perforation of the filter and failed removal attempt. A month and 12 days post implantation, the patient underwent an attempted filter removal. The filter was felt to be significantly tilted which prevented capture. Multiple attempts to engage the filter were made but without success. The decision was made at this time to leave the filter in place as it was felt that indwelling thrombus may very well have formed during the manipulation of the filter. Following mechanical thrombectomy and thrombolysis, brisk flow was noted through the ivc and through the inferior vena caval filter. There was no evidence of extravasation. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilting of filter in vena cava and device unable to be retrieved, and one unsuccessful percutaneous removal attempt approximately a month and twelve days post implantation. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Concomitant products: unk 3j guidewire, unk 6f sheath micro puncture wire and sheath additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from tilting and perforation of the filter and failed removal attempt. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the patient had a history of deep vein thrombosis (dvt). The filter was implanted due to pelvic fracture and recent subdural hematoma following a motor vehicle accident (mva) who was found to have a left femoral thrombus. The ivc filter was deployed between l2 and l3. The patient tolerated the procedure well. A month and 12 days post implantation, the patient underwent surgery for filter removal. An end snare triple loop snare was placed and attempted to engage the ivc filter without success. The filter was felt to be significantly tilted which prevented capture. Multiple attempts to engage the filter were made but without success. A venogram was performed which appeared consistent with potential thrombus at the top of the filter. Decision was made to perform thrombolysis and so via the left groin mechanical thrombectomy then performed. Completion venogram was then performed which did not reveal any significant thrombus. Of note the patient received 3,000 units of heparin during the case. There was thrombus that was noted to be formed within the catheters and wires that were indwelling. A final attempt was made to engage the hook via the right side with the end-snare triple loop snare without success. Decision was made at this time to leave the filter in place as it was felt that indwelling thrombus may very well have formed during increased manipulation of the filter. The venogram findings indicated that there appeared to be a small filling defect within the ivc filter on initial inferior vena cava venogram which did not encompass the cephalad aspects of the filter. The filter as noted appeared tilted so that the hook was up against the anterior wall of the ivc. Following mechanical thrombectomy and thrombolysis, brisk flow was noted through the ivc and through the inferior vena caval filter. There was no evidence of extravasation. The patient tolerated the procedure well. Impression: indwelling ivc filter which was unable to be removed as noted above. There were findings potentially consistent with thrombus within the filter without any residual following thrombolysis and mechanical thrombectomy. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately one-month post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilting of filter in vena cava and device unable to be retrieved, and one unsuccessful percutaneous removal attempt approximately a month and twelve days post implantation. The patient further reports filter struts perforating into the abdominal aorta and small bowel. The filter is unable to be removed.

Manufacturer narrative:
The catalog number is unknown, if received, it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from tilting and perforation of the filter and a failed removal attempt. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from tilting and perforation of the filter and failed removal attempt. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.